Event description:
It was reported that when the patient was chopping wood with a sledge hammer, the sledge hammer bounced back into the patient's cardiac resynchronization therapy defibrillator (crt-d) site and the area soon turned black. It was noted the crt-d eventually eroded through the skin and an infection was not confirmed but it was assumed. The crt-d system was explanted and a leadless implantable pulse generator (ipg) was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpb2d1 crt-d, implanted: (B)(6) 2021. 1388tc lead, implanted: (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. The full lead was returned. The full lead was returned for evaluation. More than one set of setscrew marks were noted on the connector pin(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.